Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5090061. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking on the lower left hand corner of the bag. This issue was identified during self check. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot manufactured between march 24, 2019 to march 26, 2019. One (1) device was received for evaluation. A visual inspection was done which observed a tear at the lower right corner of the bag. Leak testing observed a leak only from the lower right corner of the bag. A magnified visual inspection verified a tear/hole at the lower right corner of the bag where the leak occurred. No leak was observed at the lower left hand corner as reported. The reported condition was verified at the lower right corner of the returned sample. The cause of the tear/hole could not be determined. The other three (3) samples were not received for evaluation; therefore, a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.